Manufacturer narrative:
This ingevity lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood/tissue around the helix. Testing was completed to assess lead electrical performance, and measurements throughout this test were within normal limits. X-ray was performed with no findings. Laboratory analysis was unable to conclusively determine the root cause for the helix extension issues, as the fluid in the helix housing prohibited helix mechanism testing.

Event description:
Boston scientific received information that during implant this lead had difficulty with helix extension despite proper technique. After multiple turns the helix would not extend, then all of the sudden it extended all at once. When tested on the pacing system analyzer (psa) the lead values were not good. The helix retracted, but would not extend for repositioning. The lead was explanted, and a new lead was implanted successfully. It was reported that there were no additional adverse patient effects.